Event description:
The customer reported that the system failed to perform fluoroscopic x-ray. No death or serious injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.